Manufacturer narrative:
Based on the information provided, it was determined that the tissue samples exhibiting sub-optimal tissue processing were derived from the "factory 12hr xylene standard stv" protocol comprising (B)(6) cassettes, which started in retort a at 16:23:33pm on (B)(6) 2021 and completed at 15:00:33pm on (B)(6) 2021, the "factory 12hr xylene standard stv" protocol comprising (B)(6) cassettes, which started in retort b at 15:32:19pm on (B)(6) 2021 and completed at 04:59:59am on (B)(6) 2021 and the "factory 12hr xylene standard stv" protocol comprising (B)(6) cassettes, which started in retort b at 19:01:02pm on (B)(6) 2021 and completed at 07:01:03am on (B)(6) 2021. No event/error codes were recorded during execution of these protocols. The "factory 12hr xylene standard stv" protocol, which is of 12 hours and 3 minutes duration, has been validated for use by the laboratory; and sub-optimal tissue processing has not previously been reported to the manufacturer in relation to use of this protocol. There was no evidence of any use error(s) when replacing any reagent(s) used in the "factory 12hr xylene standard stv" protocols detailed above; and no reagent bottle(s) was locked by the density meters. The discrepancy between the measured and calculated ethanol concentration in bottle (B)(6) (ethanol) did not either cause or contribute to the sub-optimal tissue processing reported, because the reagent in bottle (B)(6) with a measured ethanol concentration of 100% was used for the final dehydration step of the "factory 12hr xylene standard stv" protocol started in retort b at 19:01pm on (B)(6) 2021. Bottle (B)(6) (ethanol) was replaced on (B)(6) 2021, which was following completion of the "factory 12hr xylene standard stv" protocol started in retort a at 16:23pm on (B)(6) 2021; and the "factory 12hr xylene standard stv" protocol. Investigation of this complaint found that the instrument operated within specification during execution of the "factory 12hr xylene standard stv" protocol started in retort a at 16:23:33pm on (B)(6) 2021; the "factory 12hr xylene standard stv" protocol started in retort b at 15:32:19pm on (B)(6) 2021; and the "factory 12hr xylene standard stv" protocol started in retort b at 19:01:02pm on (B)(6) 2021, from which sub-optimal tissue processing was reported by the complainant. Information documented by the leica product application specialist (B)(6) pathology details that the tissue samples exhibiting sub-optimal processing were derived from "factory 12hr xylene standard stv" protocols started in retort a and b; and the tissue type and size of the affected samples were "breast fat" of "40 x 17 x 6 mm ave". Section 8.2.1 of the leica histocore peloris 3 premium tissue processing system user manual details the manufacturer recommended protocol duration for different maximum tissue thickness/dimensions and different example specimen types as follows: the 1 hour protocol is recommended for tissue of 1.5mm diameter/maximum thickness and the following example specimen types: endoscopies and needle biopsies of breast and prostate. The 2 hour protocol is recommended for tissue of <3mm diameter/maximum thickness and the following example specimen types: gi biopsies, renal; prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps. The 4 hour protocol is recommended for tissue of 3mm diameter/maximum thickness and the following example specimen types: small specimens of non-dense tissues (kidney, liver, bowel etc), excisional an incisional skin biopsies, skin ellipses. The 6-8 hour protocol is recommended for tissue of 15x10x4mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions (excluding brain specimens). The 12 hour protocol is recommended for tissue of 20x10x5mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions. Very thick fatty specimens may require a longer protocol. The manufacturer recommendations indicate that the "factory 12hr xylene standard stv" protocol with a duration of approximately 12 hours is not appropriate for processing "breast fat" with tissue size of "40 x 17 x 6 mm ave". The findings suggest that the root cause of the sub-optimal tissue processing reported by the complainant in this event was use of a protocol of inappropriate duration for the type/size of the tissue samples being processed.

Event description:
The complainant contacted the leica product application specialist (B)(6) pathology (pas) and reported that "reagents look dirtier than what's shown on the peloris screen" for histocore peloris 3 rapid tissue processor serial number (B)(4). On 25 january 2021, the pas documented that: "customer reported that tissue processing was poor on [?]well fixed samples'." The complainant also reported "poor dehydration and wax infiltration." On 29 january 2021, leica biosystems melbourne received information from the leica product application specialist (B)(6) pathology that all cases involved in this event were diagnosable. On 02 february 2021, the leica product application specialist (B)(6) pathology (pas) visited the customer site in order to obtain further information regarding the circumstances involved in this complaint. The pas documented the following observations: "bottle (B)(6): (B)(6) cassettes. Bottle (B)(6): (B)(6) cassettes, seems high usage for still high concentration. Bottle (B)(6) had floating oil in bottles. Tissue in the single affected block seemed thicker than other blocks in run. Tissue seemed to lack dehydration, not allowing xylene to penetrate, keeping tissue soft at sectioning. All ethanol bottles contain eosin except bottle (B)(6). Bottle (B)(6) reagent was opaque. Peloris is well maintained externally and cleaning seems to be done regularly." The pas changed the reagent change threshold for ethanol to (B)(6) cassettes to avoid high usage of the same reagent; advised the complainant to check the reagent levels daily prior to using the instrument; and measured the ethanol concentration in bottles (B)(6) inclusive using a hydrometer. The variance between the measured and calculated ethanol concentration was found to exceed the acceptable limit of 5% in bottle (B)(6), in which the measured ethanol concentration was 100% and the calculated ethanol concentration was 66.6% the pas also documented that the tissue samples exhibiting sub-optimal processing were derived from the "factory 12hr xylene standard stv" protocol comprising (B)(6) cassettes, which started in retort a at 16:23:33pm on (B)(6) 2021 and completed at 15:00:33pm on (B)(6) 2021, the "factory 12hr xylene standard stv" protocol comprising (B)(6) cassettes, which started in retort b at 15:32:19pm on (B)(6) 2021 and completed at 04:59:59am on (B)(6) 2021 and the "factory 12hr xylene standard stv" protocol comprising (B)(6) cassettes, which started in retort b at 19:01:02pm on (B)(6) 2021 and completed at 07:01:03am on (B)(6) 2021. The tissue type and size of the affected samples were detailed as: "breast fat" and "40 x 17 x 6 mm ave" respectively.